Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), pulmonary thrombosis ("blood clots in lungs"), antiphospholipid syndrome ("anti-coagulant lupus / antiphospholiped syndrome") and systemic lupus erythematosus ("lupus /sle") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cannabis sativa (marijuana) since 2015 for antiinflammatory therapy as well as dipyridamole (metropolyn) since 2017, levothyroxine since 2016 and tizanidine since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines / headaches") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia "). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding (menorrhagia),"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). In february 2016, the patient experienced vertigo ("vertigo"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced back pain ("back pain"), pulmonary thrombosis (seriousness criterion medically significant), back injury ("back injury"), neuropathy peripheral ("neuropathy"), antiphospholipid syndrome (seriousness criterion medically significant) with coagulopathy, pain ("most of the whole body / pain") and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with hysterectomy with bilateral salpingectomy and essure was removed in january 2016. At the time of the report, the pelvic pain, alopecia, fatigue, back pain, dyspareunia, migraine, vaginal discharge, procedural pain, vertigo, depression and vision blurred was resolving, the vaginal haemorrhage had resolved and the menorrhagia, anxiety, weight increased, pulmonary thrombosis, back injury, neuropathy peripheral, antiphospholipid syndrome, pain and systemic lupus erythematosus outcome was unknown. The reporter considered alopecia, antiphospholipid syndrome, anxiety, back injury, back pain, depression, dyspareunia, fatigue, menorrhagia, migraine, neuropathy peripheral, pain, pelvic pain, procedural pain, pulmonary thrombosis, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: added - new reporter information, patient demographic information, lab data essure indication: permanent birth control by bilateral occlusion of the fallopian tubes, concomitant product, new events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, vertigo /depression, autoimmune disorder type of disorder: lupus/ sle, vision/eye problems type: blurry vision, antiphospholipid/thickens the blood, blood clots in lungs, back injury, anti-coagulant lúpus, fibromyalgia, neuropathy . The event dyspareunia (painful sexual intercourse), pain clubbed with pervious event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), pulmonary thrombosis ("blood clots in lungs"), antiphospholipid syndrome ("anti-coagulant lupus / antiphospholiped syndrome") and systemic lupus erythematosus ("lupus /sle") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included cannabis sativa (marijuana) since (B)(6) for antiinflammatory therapy as well as dipyridamole (metropolyn) since (B)(6) , levothyroxine since (B)(6) and tizanidine since 3-aug-(B)(6) . On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines / headaches") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia "). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding (menorrhagia),"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2016, the patient experienced vertigo ("vertigo"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced back pain ("back pain"), pulmonary thrombosis (seriousness criterion medically significant), back injury ("back injury"), neuropathy peripheral ("neuropathy/ neurological conditions or problems type: neuropathy"), antiphospholipid syndrome (seriousness criterion medically significant) with coagulopathy, pain ("most of the whole body / pain"), systemic lupus erythematosus (seriousness criterion medically significant), drug hypersensitivity ("allergic or hypersensitivity reaction: tylenol, aspirin") with rash, arthralgia ("hip pain"), pain in extremity ("leg pain, arm pain") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, fatigue, back pain, dyspareunia, migraine, vaginal discharge, procedural pain, vertigo, depression and vision blurred was resolving, the vaginal haemorrhage had resolved and the menorrhagia, anxiety, weight increased, pulmonary thrombosis, back injury, neuropathy peripheral, antiphospholipid syndrome, pain, systemic lupus erythematosus, nausea, drug hypersensitivity, arthralgia, pain in extremity and neck pain outcome was unknown. The reporter considered alopecia, antiphospholipid syndrome, anxiety, arthralgia, back injury, back pain, depression, drug hypersensitivity, dyspareunia, fatigue, menorrhagia, migraine, nausea, neck pain, neuropathy peripheral, pain, pain in extremity, pelvic pain, procedural pain, pulmonary thrombosis, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Insertion procedure: uterus sounded to 7 cm essure inserted under sterile technique w/o difficulty x 2. Hysterosalpingogram: configuration of the uterine cavity is normal, without filling defects or mucosal abnormalities. Bilateral essure devices are demonstrated with the distal end of the inner coil within the tube with less than 50% of the length of the inner coil trailing into the uterine cavity. Contrast is seen within the tube but not past any portion of the length of the outer coil of the micro-insert. No spillage of contrast was seen from the fallopian tubes. Impression: no evidence of fallopian tube patency post essure placement. Most recent follow-up information incorporated above includes: on 28-sep-2018: added events allergic or hypersensitivity reaction: tylenol, aspirin, nausea, hip pain, neck pain and leg pain, arm pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vertigo ("vertigo"), vision blurred ("blurry vision") and depression ("depression"). The patient was treated with surgery (total hysterectomy on (B)(6) 2016). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, fatigue, back pain, dyspareunia, migraine, vaginal discharge, vertigo, vision blurred, depression and procedural pain was resolving. The reporter considered alopecia, back pain, depression, dyspareunia, fatigue, migraine, pelvic pain, procedural pain, vaginal discharge, vertigo and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.